Event description:
The user facility reported during the procedure the vitrectomy cutter failed. There was no aspiration causing the cutter not to cut well. There was no impact to the patient reported.

Manufacturer narrative:
This sterilization and lot history records were reviewed and found to be acceptable.